Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 3.00 x 38mm synergy¿ drug-eluting stent was selected to treat the lesion. However, while introducing the device into the guide catheter, it was noted that the stent was destroyed. The procedure was completed with another 3.00mmx38mm synergy stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent revealed proximal stent damage. Struts 1-21 from the distal end of the stent were undamaged; the remainder of the struts were damaged and bunched in a distal direction. The undamaged crimped stent od (outer diameter) was measured and the result was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed a hypotube kink at approximately 575mm from the distal end of the strain relief. An examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 3.00 x 38mm synergy¿ drug-eluting stent was selected to treat the lesion. However, while introducing the device into the guide catheter, it was noted that the stent was destroyed. The procedure was completed with another 3.00mmx38mm synergy stent. No patient complications were reported.